Event description:
Complainant alleged that while the clinicians were attempting to monitor a male patient in his 70's, with the device connected to an external monitor, they were unable to acquire a valid patient electrocardiogram rhythm on the device screen. The clinicians obtained another device to monitor the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.